Event description:
During analysis of the device it was observed that the posterior foot was broken and missing. The physician had attempted to close the arteriotomy with the perclose a-t (closer ak) following an interventional procedure. It was reported that there was no problem with device insertion. The needles were deployed but were reported to be difficult to retrieve. Upon needle retrieval it was noted the sutures had not captured. Closure was achieved with a second device. There was no reported adverse pt effect. Though requested, no add'l info was provided.